Event description:
While attempting to connect an additional line to a lower luer valve of a continuflow solution set, it was found no fluid could be run through the valve. The first set with this problem was chemo contaminated, so it was wasted. On the second set we connected a 10ml ns flush to the lower luer valve, and were unable to push any saline through the valve. The third set we tried was successful at fluid passage and was connected to the pt and the treatment continued.